Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient¿s implantable infusion pump and spinal catheter. It was reported on 2016-09-12 that the patient was having tenderness in her abdominal wall related to the pump. She wished to have the pump explanted because it was ¿ineffective.¿ it was decided by the hcp to leave a portion of the patient¿s catheter in the patient¿s body due to the fact that the hcp had a hard time removing it. The patient was taking oral hydrocodone. The patient¿s status and outcome was unknown. The patient has a medical history of chronic intractable pain, lumbosacral intervertebral disk disorder, post lumbar laminectomy syndrome, chronic radiculitis, a history of lumbar vertebral body fracture, carotid vertebral disease, irritable bowel syndrome, hypertension, anemia, multiple ischemic attacks, aphasia, lumbar spine disease, osteoporosis, glaucoma, right shoulder implant (prosthesis), appendectomy, arthritis, back surgery, aortic dialation, sciatica, and vertebroplasty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.